Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caregiver was unable to disconnect the patient line of the homechoice cassette from the transfer set. The caregiver used pliers to disconnect the patient line from the transfer set. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic treatment with vancomycin and gentamycin, intraperitoneally. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, & h11: h11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. The transfer set was connected and disconnected using an in-lab patient connector by hand and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body of an unspecified quantity of minicap transfer sets; further described as ¿the dark blue part came off¿. The caregiver was unable to disconnect the patient line of the homechoice cassette from the transfer set. The caregiver used pliers to disconnect the patient line from the transfer set. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic treatment with vancomycin and gentamycin, intraperitoneally. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.